Manufacturer narrative:
The customer contacted siemens technical service center. The customer was using barcode symbology code 128 type c without a check digit on the advia 2120i with dual aspirate autosampler instrument. The operator guide states that a check digit should be used when using symbology code 128 type c. Siemens determined that this was a user error as the customer failed to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A barcode mis-read occurred on the advia 2120i with dual aspirate autosampler instrument. Sample identification number (B)(6). There were no requests for sample identification number (B)(6). There are no known reports of patient intervention or adverse health consequences due to the barcode mis-read.